Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to the operating system power saving configuration. Applied knowledge article ka 000007264 - resident scanner, bio ID or thermal printer stops working until reboot, disabling selective usb suspend setting. The system application was repaired, and network configuration settings were changed 100 mbps half duplex to improve device performance. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner randomly fails delaying patient care. Customer stated that users have to reboot each time to sign in and pull the medications. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1,d1,d4,e3,h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-dec-2021 to 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio-ID failed due to configuration issues. The field service engineer applied the knowledge article 000007264 and changed the network settings and rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner randomly fails delaying patient care. Customer stated that users have to reboot each time to sign in and pull the medications. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.